Event description:
Customer reported issues with the insulin pump. Customer states that they got a button error alarm. Customer states that they wore the insulin pump inside the blood glucose reading is 111 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had moisture damage found on lcd board. Insulin pump had minor scratches on lcd window, cracked case near display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.